Manufacturer narrative:
Analysis of the returned fuse confirmed an electrical failure as it failed continuity testing.

Event description:
A medtronic representative reported that when attempting to boot up the imaging system,l the pendant displayed the message 'initializing, please wait' and the generator would not boot up to ready status. It was also noted that the image acquisition system (ias) beeps when powered on. The system was rebooted and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the returned fuse confirmed an electrical failure as it failed continuity testing.